Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not place the clips in the right place. Sometimes a clip would spit out into the patient, other times it would not deploy the clip when fired. The clips that fell into the patient were retrieved with a forceps. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Clips. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed one conforming clip and ejected the remaining clip. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)